Event description:
Caller reported difficulty with the pump's quick bolus/wake button, which required several presses to activate the display. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing instructions to remove the case and attempt to press the button correctly, yet the problem persisted. The customer continued to use the pump for insulin therapy.